Manufacturer narrative:
Seroma formation detected upon clinical follow up. Patient required hospitalisation. Surgical intervention was required. The device was explanted from the patient. Adverse event without identified device or use problem. Not related to any sub assemblies type of investigation. A review of qc, manufacturing and physical test records was carried out and show the batch was manufactured to design specification and met all in process and bass material physical test acceptance criteria. A 5-year similar event review was performed on seroma events related to gelweave product. The device was explanted, but its disposition is unknown. Investigation findings, no issue was found with the manufacture of this batch on review of production records. Investigation conclusion, cause not established. Vascutek ltd. Considers this event as closed.

Event description:
Seroma: a follow up CT scan revealed formation of a seroma around the graft. Seroma formation was assumed to be due to plasma component leakage. Re-operation was performed. No details provided.. Initial operation type: total; arch replacement. The patient was reported to be in serious condition - current condition is unknown.